Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at both of the supra-orbital lead sites. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was obtained, revealing that the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.